Event description:
It was reported that the subject home monitoring system did not work properly: when plugged to the power supply nothing happened. An investigation is required.

Manufacturer narrative:
The subject unit was returned on may 10th, 2016.

Event description:
It was reported that the subject home monitoring system did not work properly: when plugged to the power supply nothing happened. An investigation is required.

Event description:
It was reported that the subject home monitoring system did not work properly: when plugged to the power supply nothing happened. An investigation is required.